Event description:
Erratic blood pressure readings, malfunctioning thermal printers, inability of monitors to put vitals data into a usable/savable electronic file. Many discussions mindray sales rep ((B)(4)), with distributor ((B)(4)), mindray techs ((B)(4)) and later service reps (B)(4)). All monitors purchased brand new from (B)(4) at (B)(4), confirmed all mindray products cuffs, hoses and attachments used. Discussions/attempts to get vitals data from monitors unsuccessful. Noticed intermittent erratic blood pressure readings, believed to be movement related which can occur, however, it occurred more frequently than previous monitors that had been utilized for 13 years. Initial thought was that maybe these monitors were more movement sensitive. We used recommended techniques for cuff placement and verified immobility. Checked bp's manually. Early november 2016 blood pressure device testing and "static" re-calibrations by mindray service tech (B)(4)on all monitors. Subsequently better, but still occasional erratic numbers. Just friday, another monitor's thermal printer just stopped. Previously also spoke with (B)(4) without help. (B)(4) apparently forwarded my info to (B)(4) person. I subsequently attempted to contact (B)(4) by telephone, without a response. Multiple attempts around december 1-7 roughly.